Manufacturer narrative:
(B)(4). Visual evaluation of the returned device revealed that the working length of the needle and sheath was kinked at several locations from the handle. Additionally, the needle and sheath were bent at the distal end. Functional analysis showed that the device can be extended but with resistance due to the kinks. Dimensional evaluation was performed and was within specification. The reported complaint that the sheath would not advance was confirmed. Due to operational/anatomical factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the airway during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2017. According to the complainant, during the procedure the sheath would not extend. The procedure was completed with another expect pulmonary endobronchial ultrasound transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The investigation found the distal tip of the needle was bent, this is now deemed an MDR reportable event.